Manufacturer narrative:
The stent was not present on the balloon and did not return for analysis. The balloon folds were expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute onyx rx coronary drug eluting stents. The 3.00 x 15mm onyx was used to treat a severely tortuous and calcified lesion located in the mid lad with 80% stenosis. The 3.5 x 22mm onyx was used to treat a non-tortuous and non-calcified lesion located in the mid left main exhibiting 50% stenosis. The 3.00 x 15mm onyx was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the 3.00 x 15mm onyx dislodged during removal following a failed delivery. It is reported that the stent dislodged outside of the patient, it was on the wire outside of the guide catheter. The 3.0 x 15 onyx stent was completely off the stent delivery balloon, but still on the ptca wire outside the body. The 3.5 x 22mm onyx was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that the 3.5 x 22mm onyx dislodged during delivery to/at the lesion. The left main dissected during the procedure and needed a stent to cover the dissection. During this attempt, the stent migrated distally on the stent delivery balloon with most of the stent still on the balloon. Due to the urgency of the situation, rather than removing the stent and getting a new stent, it was decided to deploy the stent. The stent delivery balloon was advanced slightly to deploy the distal portion of the stent. The entire stent was deployed in the left main. The patient is reported as alive with no injury.